Manufacturer narrative:
The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause skin irritation and no issues were found. The exact cause of the irritation could not be conclusively determined.

Event description:
It was reported by the patient's mother that the patient experienced itching and skin irritation at the pod application site. The patient was wearing the pod at the time medical attention was sought and visited a pediatrician¿s office gemeinschaftspraxis on (B)(6) 2026, for a brief outpatient visit lasting approximately five minutes. Reported symptoms included itching, reddened skin, and minor bleeding at the site following pod removal. No specific medical diagnosis related to the event was provided. The physician prescribed a topical skin cream; however, the patient's mother could not recall the product name and reported that the prescribed cream improved dry skin but did not effectively relieve skin irritation. The physician recommended contacting a diabetologist for further evaluation. A new pod was applied successfully. No further information provided and blood glucose values were not reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation and doctors visit with prescription. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: no data available. Omnipod software app version: no data available. Operating system: no data available. Hardware: no data available. Cgm sensor type: no data available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.